Manufacturer narrative:
Investigation report attached is on representative product code and lot numbers only.

Event description:
Staff was holding the venous site when the arterial needle poked through the patient's skin resulting in a needle-stick injury. Nipro clinical specialist attempted to obtain further information from the field administrator on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. No further information was provided.